Event description:
The patient reported that the vibration feature does not work when she tries to bolus. She attempted to replace the power pack but this did not restore the vibration function. She did not experience any physiological affect or affects on her blood glucose due to this issue. The patient did not require medical attention from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.